Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during troubleshooting, the transmitter modem appeared to be charred. It was noted that a recent power outage occurred. The transmitter would be replaced.